Event description:
Gloves were noted to have mold in two sizes. (See also 1001722.) This info was submitted as follow-up 4/27/94: it is extremely difficult to read the MFR's lot numbers because they are imprinted poorly.